Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a knife was blunt during cataract surgery. An alternate knife was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the patient experienced a small abrasion or tear at the incision site. A bandage contact lens was instilled on the cornea to promote healing. Delay to the procedure was not significant and the case was taken over by the consultant.